Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient experienced diminished quality of life and physical function, extreme pain in her hip and buttocks, physical pain and impairment, limited range of motion, difficulty standing and walking. Doi: (B)(6) 2009 dor: none scheduled at this time (left side). (B)(6). Update der rcvd - 6 august 2014 - added dor, patient age, surgeon name, sales rep contact details and unknown sleeve. Update rec'd 8/26/2014 - ppd with medical records received. Upon revision, fluid collection, deficient fascia and a deficiency in the acetabulum were noted. The information received does not change the MDR decision. This complaint was updated on 9/8/2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient experienced diminished quality of life and physical function, extreme pain in her hip and buttocks, physical pain and impairment, limited range of motion, difficulty standing and walking. Doi: (B)(6) 2009 dor: none scheduled at this time (left side). Patient is a resident of (B)(6). Update der rcvd - 6 august 2014 - added dor, patient age, surgeon name, sales rep contact details and unknown sleeve.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient experienced diminished quality of life and physical function, extreme pain in her hip and buttocks, physical pain and impairment, limited range of motion, difficulty standing and walking.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.